Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("having surgery today") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure device). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('having surgery today/lot of pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("my health is going down hill") and malaise ("sick"). The patient was treated with surgery (to remove essure device/hysterectmy). At the time of the report, the pelvic pain, general physical health deterioration and malaise outcome was unknown. The reporter considered general physical health deterioration, malaise and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, adverse event, general physical health deterioration. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: (social media): event medical device removal pt was updated to pelvic pain and other my health is going down hill, sick were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.